Event description:
It was reported that the patient with this implantable cardioverter-defibrillator (ICD) experienced a sensation of heart pulsation and presented to the emergency room (ER), where it was noted that the sensation was likely related to the nerve endings and the device. Technical services (ts) advised that in the ER, an in-person device interrogation would be required to assess device function. At this time, the ICD remains in service. No adverse patient effects were reported. Additional information received which indicates that this ICD was explanted due to infection with no system replacement. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter-defibrillator (ICD) experienced a sensation of heart pulsation and presented to the emergency room (ER), where it was noted that the sensation was likely related to the nerve endings and the device. Technical services (ts) advised that in the ER, an in-person device interrogation would be required to assess device function. At this time, the ICD remains in service. No adverse patient effects were reported.